Event description:
It was reported that patient underwent total knee arthroplasty in 2011. Subsequently, patient was revised on (B)(6) 2013 due to loosening. The tibial baseplate was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening and/or migration/subsidence of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." The following sections could not be completed with the limited information provided. Date implanted - 2011.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to loosening. The tibial baseplate and bearing were removed and replaced.